Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Procedure: the patient underwent left knee arthroplasty (B)(6) 2018. Patient had left knee periprosthetic joint infection. Then patient underwent one stage left total knee revision on (B)(6) 2020. All components exchanged. Patella initially unresurfaced, on revision patella was resurfaced. Tibial component was replaced with an all poly.

Manufacturer narrative:
Corrected data. H4. Additional manufacturer narrative. Reported event. An event regarding infection involving a scorpio insert was reported. The event was not confirmed. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  -complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 81-4408l scorpio nrg ps femoral #8 left l010hya; 7115-0009 series 7000 standard tibia rn3xnwa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Procedure: the patient underwent left knee arthroplasty (B)(6) 2018. Patient had left knee periprosthetic joint infection. Then patient underwent one stage left total knee revision on (B)(6) 2020. All components exchanged. Patella initially unresurfaced, on revision patella was resurfaced. Tibial component was replaced with an all poly.